Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of fever, chills and peritonitis in a male who was born in (B)(6). On (B)(6) 2008, the patient started peritoneal dialysis (pd) treatment. On an unknown date, the patient did not clean the area before starting peritoneal dialysis. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent, abdominal pain, fever and chills. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, peritoneal analysis and culture were performed. The results of the culture were not reported. Antibiotic therapy was started but no further information was available. Pd therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique. The peritonitis is ongoing and unchanged. It was unknown if the fever or chills resolved. No concomitant medications were reported. The reporter did not consider pd therapy suspect for the peritonitis and believed the cause was due to the peritoneal dialysis complication (did not clean area before starting pd) which led to the peritonitis, fever and chills.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.